Event description:
Same case as: 2184052-2013-00013, 00014, 00015. It was reported that during a revision surgery, the trinica screws were discovered to be broken. The index surgery treated c4-c7. The pt was revised approx 22 months later for adjacent level disease. During the removal of the instrumentation, it was found that both screws at c4 and c7 were broken. There was no report of the pt experiencing a fall. The screw shafts could not be removed from the bone and remain in the pt. A two level plate was used to replace.